Event description:
It was observed that during the device inspection, the videoscope exhibited white foreign material in the air/water tube, air/water cylinder, and the bending section cover/distal sheath. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the foreign material that adhered to/clogged the air/water cylinder and air/water channel was simethicone. However, the type of the material adhered to the bending section cover, or the root cause, couldn't be identified. A definitive root cause couldn't be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Additionally, correction is being made to previously submitted d4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.